Event description:
It was reported during a redo atrial fibrillation ablation, upon package opening while preparing the patient table, the catheter was observed to be coated in a white residue. It was reported that the residue raised a potential contamination/exposure concern because the safety of the residue was unknown. The staff who touched the residue un-scrubbed and re-scrubbed as a precaution. A replacement catheter was opened and no residue was observed. The procedure continued and was completed successfully using the replacement catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.